Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0022956. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was broken off. No patient impact reported. The following information was provided by the initial reporter: regeneron qa observed the syringe was connect to the injection needle hub only. The injection need was broken off and was not included with the returned items.

Event description:
It was reported that the bd precisionglide¿ needle was broken off. No patient impact reported. The following information was provided by the initial reporter: regeneron qa observed the syringe was connect to the injection needle hub only. The injection need was broken off and was not included with the returned items.

Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report#: 1911916-2022-00375 was sent in error. MFR report#: 1911916-2022-00375 is void as a result.